Event description:
I had the essure birth control done in (B)(6) 2011. I have had pain where the device are located, each time the pain gets worse and lasts longer. It is a sharp pain with pressure and has developed more symptoms, severe back pain, weakness in my legs, extremely bad headaches that make me nauseous and have to lay down. I'm always tired now. I have had episodes of bleeding during sexual intercourse with my husband that leaves him covered in blood and I work out, doing cardio exercise for 1.5 to 2 hrs 3 to 4 times a week with a half hour weights 2 days a week. I eat very healthy but can not lose the weight that has developed in my mid section, no matter what I do. I just want to feel like myself again. I didn't go through any of this until after I had this procedure done.